Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Event description:
Patient reported rupture on left side. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, missing shell (25-50%). A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable at this time.

Event description:
Patient reported rupture on left side. The device remains implanted.